Event description:
It was reported that the subject programmer was intermittently and automatically shut down and restart during use and, it can become stuck in a boot loop.

Event description:
It was reported that the subject programmer was intermittently and automatically shut down and restart during use and, it can become stuck in a boot loop.